Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited low impedance measurement anomaly. The patient's condition was stable. The physician elected to take no action at this time. The patient would continue to be monitored.